Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, the cause of the event was unknown. It was reported that peritonitis was not confirmed. It was reported that the patient recovered from cloudy pd effluent and "loose motion" on an unknown date. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and loose motion. It was further reported the patient "seem to be suffering from suspected peritonitis"; however, this was not confirmed as peritonitis. The cause of the events was not reported. The same day as event onset the patient was hospitalized and treated with injection vancomycin (500mg, once daily, intravenous, discontinued) and cefepime and tazobactam (1gm, once daily, intraperitoneal, discontinued). On an unknown date, the patient was discharged from the hospital and was recovering from cloudy effluent. Pd therapy was ongoing. No additional information is available.